Event description:
Customer reported being hospitalized with high bg and ketones. The cause of hospitalization as per md was high bgs. Customer also reported bent cannulas. Troubleshooting performed. Explained 2 hbg rule. Advised customer to call back once clamp arrives to run a high pressure test.